Event description:
A malfunction alarm known as malf 0 was reported. There was no adverse impact to the customer's blood glucose level and readings did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for future malfunctions with no recurrence occurring. The customer was told they could continue using the pump, understood the instructions, and to call back if further issues arise.